Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with balloon dilatation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon was inflated to 18mm and worked as intended. However, when the balloon was inflated to 19mm, the balloon ruptured. They had to cut the catheter to remove the device from the scope and the detached balloon was successfully retrieved from the patient. The procedure was completed with another cre fixed wire balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine. Additional information received on june 1, 2015: the balloon ruptured; however, it did not detach from the catheter. The entire device was removed from the patient.

Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon was torn longitudinally and there were multiple kinks at various locations on the catheter. The catheter was also found cut near the distal tip. Based on the condition of the returned device, the reported failure of balloon ruptured was confirmed. The damage noted during analysis likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with balloon dilatation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon was inflated to 18mm and worked as intended. However, when the balloon was inflated to 19mm, the balloon ruptured. They had to cut the catheter to remove the device from the scope and the detached balloon was successfully retrieved from the patient. The procedure was completed with another cre fixed wire balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine. Additional information received on june 1, 2015: the balloon ruptured; however, it did not detach from the catheter. The entire device was removed from the patient.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with balloon dilatation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon was inflated to 18mm and worked as intended. However, when the balloon was inflated to 19mm, the balloon ruptured. They had to cut the catheter to remove the device from the scope and the detached balloon was successfully retrieved from the patient. The procedure was completed with another cre fixed wire balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.